Event description:
It was reported that vns patient was seen in clinic on (B)(6) 2016. Patient's mother feels that although the sleep apneas are still occurring she had seen less of the central events. Mother was very keen to try to optimize the vns as it has certainly had a hugely positive impact initially on seizure frequency. It was reported that nurse increased the duty cycle by increasing the signal on time from 14 sec to 30 sec. It was reported that nurse will be contacted again if patient has any concerns.

Manufacturer narrative:
.

Event description:
It was reported that vns patient with intractable epilepsy, significant sleep disorder and apnea both obstructive and central is having negative impact of the vns on the sleep patent. It was reported that patient is under the sleep service cares but wouldn't tolerate any mechanical device for the apnea. It was reported that has a really high seizure frequency but there is clear evidence that the vns therapy did reduce this. It was reported that the patient was implanted with vns (B)(6) 2015 is now having negative impact of the vns on his sleep patent. It was reported that the patient is currently going through clusters of seizures during which he 'gags' repeatedly and has apnea. It was reported that nevertheless, the patient is having good seizures reduction with vns therapy. Patient settings were reduced to 9% duty cycle which did not improved patient's sleep. Patient is currently programmed to 1.75ma output current, 30hz signal frequency and 250 sec pulse width. It was reported that although patient has always had problems with sleep and the apnea was diagnosed a few years ago, the negative impact started in (B)(6) 2015. The concerns are insomnia, snoring, gagging and apnea events bot obstructive and central. It was reported that vns system was checked on (B)(6) 2016 and was performing as intended. It was reported that patient's parent are keen to maximize the use of the vns. Following manufacturer advices, the signal frequency was reduced to 20hz and patient will be followed up form improvements.